Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant was just activated yesterday and last night they were having more pain on their right side and were trying to figure out how to increase the stimulation. Patient commented they had been in pain so long it had messed with their mind, which agent understood as a figure of speech. Patient reported handset displayed neurostimulator battery is empty. Agent had patient connect through the recharger application and patient reported good and, at times, excellent connection. Agent reviewed recharger best practices and advised patient to charge implant to full. Agent reviewed turning therapy on once charged and reviewed connecting through patient therapy app to make adjustments, if needed. Patient may call back for further assistance once implant is charged. Patient called back and stated that they had an issue on the communicator last night. Patient said that their internal battery was dead last night and called for assistance. Patient was able to charge their external device. Patient need help in accessing their therapy screen to increase and decreases their stimulation. Patient reset their communicator and was able to connect to their therapy screen. Patient was in group a with 7.1 intensity. Patient already switch groups and increase it but did not feel anything stimulation. Agent redirected patient to healthcare provider to further address the issue additional information was received, it was reported the circumstances that led to pain/lack of stimulation was a lack of teaching around when the patient increased stimulation. The patient had increased pain above and below stimulator. No steps were taken to resolve the issue, the patient kept adjusting stimulation. The patient noted that sometimes the stimulator got hot to the touch. The issue was not resolved.